Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well image in question. Well number two (2) of the antibody screen in question, known to be e antigen positive, appeared negative.

Event description:
On (B)(6) 2016, an immucor employee at a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.